Event description:
During a percutaneous transluminal angioplasty (pta) of a lesion located at the left superficial femoral artery (sfa), it was reported that a 2mmx2cm 150 saber pta catheter was delivered to and inflated at the lesion but it ruptured at 4 atmospheres (atm) at its initial dilation. Leakage of contrast media was observed. Therefore, it was removed from the patient, and another new balloon (3mm4cm (B)(6)) was used instead to successfully complete the procedure. There was no report of patient injury. The product was clinically used and will not be returned for analysis. The patient was a male, but his age was unknown. The lesion was heavily tortuous and mildly calcified with (B)(6) stenosis. After the lesion was crossed with a guidewire ((B)(6)) and pre-dilatation was conducted with a balloon (1.5mm (B)(6) medical, the saber pta catheter was delivered to the lesion and inflated at the lesion. However, it ruptured at 4atm during its initial-dilation.

Manufacturer narrative:
Addendum (09-jun-2015): additional information was provided by the affiliate. There were no anomalies noted during prep of the device. There was no damage noted to the box, pouch, hoop, or balloon sleeve. Reportedly, there was no difficulty removing the balloon sleeve. The guidewire was kept hydrated at all times. An encore inflation device was used for the case with a 50:50 contrast to saline ratio. There were no stents present within the treatment site or tracking path. There was no difficulty advancing the guidewire and device to the target lesion. There were no kinks noted on the product prior to use, during, or after use. Force was not required when using the device. The device was easily removed in one piece from the patient. The device did not separate or break into two or more pieces at any time during the case. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of a lesion located at the left superficial femoral artery (sfa), it was reported that a 2mmx2cm 150 saber pta balloon catheter (bc) was delivered to and inflated at the lesion but it ruptured at 4 atm (four atmospheres) at its initial dilation. There was no report of patient injury. Leakage of contrast media was observed. Therefore, it was removed from the patient, and another new balloon was used instead to successfully complete the procedure. The product was clinically used and will not be returned for analysis. The patient was a male, but his age was unknown. The lesion was heavily tortuous and mildly calcified with 90% stenosis. After the lesion was crossed with a guidewire and pre-dilatation was conducted with a balloon, the saber pta catheter was delivered to the lesion and inflated at the lesion. However, it ruptured at 4 atm during its initial dilation. Additional information was provided by the affiliate. There were no anomalies noted during prep of the device. There was no damage noted to the box, pouch, hoop, or balloon sleeve. Reportedly, there was no difficulty removing the balloon sleeve. The guidewire was kept hydrated at all times. An encore inflation device was used for the case with a 50:50 contrast to saline ratio. There were no stents present within the treatment site or tracking path. There was no difficulty advancing the guidewire and device to the target lesion. There were no kinks noted on the product prior to use, during, or after use. Force was not required when using the device. The device was easily removed in one piece from the patient. The device did not separate or break into two or more pieces at any time during the case. A device history record (DHR) review of lot 17094145 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification, heavy tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Review of lot 17094145 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No non-conformances were generated for this lot. (B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.